Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2443 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a notch on the proximal end of the introducer sheath, making it impossible for placement in the body of this patient.